Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient was working at a friend¿s house and needed to go to store to purchase some parts. On his way to the store, his g6 alerted for a value of 330 mg/dl. Once he arrived at the store and while in the parking lot, he self-treated with 7 units of insulin. The patient experiences slight confusion with hyper and hypoglycemia; therefore, he suspected the cgm value of 330 mg/dl was accurate since he felt ¿slightly confused¿. He went into the store, his g6 alerted for a value of 348 mg/dl and he assumed the insulin had not ¿kicked in yet¿; however, he does not recall anything until he regained consciousness in the ambulance on the way to the hospital. It was reported the patient lost consciousness in the store, emergency medical services (ems) was called and per ems, his bg was 32 mg/dl. Ems administered IV glucose and transported to the hospital where the patient was evaluated, treated with glucose, and released later that evening after his bg stabilized. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.